Event description:
Hip has dislocated 4 times in 1 yr to or during or the stress of the hip joint in flexion and internal rotation the plastic dislodged from the acetabulum. The plastic was not able to be locked onto the acetabulum cause unk.